Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.4-3.0 inr): qc 1: 2.7 inr; qc 2: 2.7 inr; qc 3: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.

Manufacturer narrative:
Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable inr result from a coaguchek inrange meter serial number (B)(4) compared to both a clinic's coaguchek pro ii meter serial number (B)(4) and an unknown laboratory method. At approximately 8 am the result from the customer's meter was > 8 inr. At 14:30 the result from the clinic's meter was 2.7 inr and from the customer's meter at the same time was 2.7 inr. A venous sample was also collected at the clinic which resulted in a laboratory result of 2.8 inr. The customer's therapeutic range is 2 - 3 inr. The result in question was reported to the customer's doctor. The strip lot used on the pro ii meter was 378585 with an expiration date that was requested but not provided.